Manufacturer narrative:
Unit was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit had scratched display window and cracked display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 412 mg/dl. The customer was going to take a correction via manual injection. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.